Event description:
It was reported that the procedure was to treat a de novo lesion located in the left circumflex coronary artery that was mildly calcified and 90% stenosed. The 3.5x48mm xience xpedition stent system was advanced to the lesion and implanted. After post-dilatation, a distal edge dissection was observed. A 3.5x23mm xience xpedition stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.